Event description:
It was reported that one of the patient¿s leads was creating discomfort. The physician wanted to cut off the electrodes of the lead. The cut lead would still be connected to the extension and connected to the stimulator. It was suggested that the lead be removed due to emi and off label concerns, but the physician did not want to make 3 different incisions to remove the lead. It was further reported that the lead (in her neck) was too superficial. There were no malfunctions noted. The lead was removed during the surgery. The patient also had a battery replacement. The patient was getting great relief and was stated to be doing great post operatively. It was unknown which lead was removed/cut. The battery that was removed was the one connected to the lead in question. However, since there leads are not marked, there was no way to tell which lead was cut.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4) implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3888-45 lot# v117847, implanted: (B)(6) 2008, product type: lead. Product ID: 3888-56, lot# v095864, implanted: (B)(6) 2008- product type: lead. Product ID: 37082-40, serial# (B)(4) implanted: (B)(6) 2008, product type: extension. Product ID: 97754, lot# serial# (B)(4) implanted, product type recharger. Product ID: 97740, lot# serial# (B)(4) implanted, product type programmer, patient. Product ID: 39565-65 serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3888-56, lot# v419855, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-56, lot# v043190 serial# (B)(4)implanted: (B)(6) 2008, product type: lead. Product ID: 3888-56, lot# v043190 serial# implanted: (B)(6) 2008, product type: lead. Product ID: 3888-56, lot# v095864 serial# implanted: (B)(6) 2008, product type: lead. Product ID:3888-56, lot# v419855 serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).